Manufacturer narrative:
H6 - health effect - impact code: 4627 corrected in intial MDR. Claim # (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: 1 similar complaint within associate lots was found. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -11.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to excessive vault. Reportedly, "patient doesn't want to have an evo icl in another length. She weres contact lenses again."

Manufacturer narrative:
H3 - device evaluation: the lens returned with moisture in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).